Event description:
The dental implant fx3410mlc was removed on (B)(6) 2018 due to the patient complaining about pain 1 week after implantation. The doctor noted pain during surgery. The patient has no significant medical history. The patient required another surgical intervention to recover.